Event description:
Customer's husband reported that his wife received an adc meter result of 5.8mmol/l at 7pm and had started vomiting at 5pm prior to testing and was not showing signs of hypoglycemia but was ill all night. The customer also stated that their normal 6pm dosage of insulin was not administered that evening. Paramedics were called the next morning and upon transfer to a local hospital received an hcp meter reading of 50.2mmol/l. Customer was diagnosed with hyperglycemia and according to the husband "15 bags of fluid was given (solution unknown) to flood her system and get rid of excess glucose." There was no report of death or permanent impairment associated with this event.

Event description:
Per the audiologist, the patient experienced a decrease in performance resulting in non use of the device. The results of an integrity test (B) (6), 2009 indicate normal receiver stimulator function with multiple anomalies. Programming around the defective electrodes did not alleviate the issues. Information on explant and reimplantation has been requested, but was not available at the time this report was filed december 30, 2009.

Manufacturer narrative:
Customer's reported products (adc meter and strip lot 80620) were returned and investigated. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification and the standard deviation was within specification. No errors were observed during control solution testing.

Manufacturer narrative:
Customer's product has been requested, and a final report will be submitted once investigation results have been received.